Manufacturer narrative:
The insulin pump failed the displacement test and a motor error alarmed during rewind due to an out of phase motor encoder signal.

Event description:
It was reported by the customer that there were motor error alarms during the bolus, basal, and fixed prime. Troubleshooting was performed and the displacement test failed. There were no e70 alarms present. Nothing further was reported.